Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm for an arrythmia condition. Pt harm is possible should a bedside monitor alarm not occur when the preconfigured alarm parameters have been exceeded. Further investigation showed that a user had suspended all alarming during the time that the asystole occurred. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the bedside monitor failed to alarm for an arrhythmia condition.